Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Cramps [muscle spasms]. Every single tampon the string had broken off/ ripped, tampon [device breakage]. Case narrative: consumer reported via e-mail that, the tampon strings have broken off on every tampon in the box. No serious injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Cramps [muscle spasms]. Every single tampon the string had broken off...ripped- tampon [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the tampon strings have broken off on every tampon in the box. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Cramps [muscle spasms] every single tampon the string had broken off...ripped- tampon [device breakage] case narrative: consumer reported via e-mail that the tampon strings have broken off on every tampon in the box. No serious injury was reported.